Event description:
It was reported that pump displayed a malfunction alarm labeled malf 0, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer was unable to complete pump reset during initial call and planned to follow up. Ultimately technical support assisted the caller in resetting the pump, and it did not recur thereafter. The customer was advised to continue using the pump.